Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: medical intervention to remove guide wire to prevent permanent impairment. Devcie issue: guide wire became trapped in vessel. It was reported that the lesion was lcoated in the mid-distal/distal anterior ventricular and posterior descending vessels of the rca. The mid rca had a chronic total occlusion. Another company''s guide wire crossed the lesion and dilatiation was performed with a 1.3 mm balloon catheter. Then, a larger balloon catheter was used to performe another dilatation.another company's guide wire was delivered to the distal rca in the posterior descendng, and the bmw gide wire was inserted into the anterior ventricular to perform a double wire technique. Then, a stent was deployed in the distal rca/posterior descending, and two vision stents were deplyed in the mdi distal and mid rca. The bmw guide wire that had been palce in anterior ventricular of the distal rca became trapped between the stents and the vessel wall and could not be withdrawn. Thus , attempts were made to create a slight space between the stnets and the vessel wall by using three different balloon catheters form other companies. A balloon catheter was used to make a space between the stent struts and the vessel wall. The trapped bmw guide wire was then able to be successfully removed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident information. The IFU indicates not to jail the guide wire between the stent and the vessel wall while placing the stent in a bifurcation area when multiple guide wires are used. [It may become impossible to withdraw the guide wire. If strong force applied to the gw, it may result in damage or separation of the guide wire.] The issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire.